Event description:
It was reported that during a gastric bypass procedure when the device was fired, it locked. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.